Event description:
A pt reproted having two anginal episodes two weeks after receiving a cypher stent. A recatheterization showed the stent was fine, and that he was having muscle spasms around the heart. One week later, the pt broke out in a rash. He also had exertional chest pain. Six months later, he got a head-to-toe rash, andhad hives on the palms of his hands.he had chest pain, weakness in the knee, shakiness, shortness of breath (sob), and he vomited. He went to ER and they administered benadryl, epinephrine, and steroids and a nitroglyerine patch. An EKG showed a slow heart rate than six months earlier. He stayed in hosp overnight and next day. Some allergy testing was done for some of his medications. He reported still having some sob on exertion, and hives on his eyes.